Event description:
It was reported that the ventilator failed pre use check.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.